Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-jun-2024.

Manufacturer narrative:
Device evaluation: 01 x plastic double pigtail stent device of unknown rpn and lot number were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. As per the clinical input form, it is possible that this was either a zebd-5-10 or zso-5-10. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review prior to distribution all zimmon biliary stents are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records could not be completed as the lot number is unknown. Historical data not reviewed as lot number is unknown. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The intended use as per the japanese packaging insert (c-es0202m18) states "this product is a stent set used for drainage by inserting into strictured or obstructed pancreatic and/or bile duct". The instructions for use, ifu0045 which accompanies this device advises the user on the intended use. It should be noted that the instructions for use (ifu0045) states the following: ¿this device is used to drain obstructed biliary ducts. Do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use can be attributed to the stent being inserted alongside a fully covered metal stent in lambda stenting technique. These stents are intended to be solely used for the drainage of obstructed biliary ducts, usage of the device outside of the intended use can lead to outcomes that cannot be predicted. As per the device IFU, the user is advised to not use this device for any purpose other than stated intended use. Summary: failure identified: off label use. Confirmed quantity of 01 device confirmed used. A definitive root cause of off label use can be attributed to the stent being inserted alongside a fully covered metal stent in lambda stenting technique. These stents are intended to be solely used for the drainage of obstructed biliary ducts, usage of the device outside of the intended use can lead to outcomes that cannot be predicted. As per the device IFU, the user is advised to not use this device for any purpose other than stated intended use. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sato et. Al, 2024 ¿ the lambda stenting technique: a new approach to address eus-guided biliary drainage¿associated adverse events. Endoscopic ultrasound-guided hepatico-gastrostomy (eus-hgs) eus-hgs was performed for the b2 branch with an eusfna/b needle (19-gauge sonotip pro control; medico¿s hirata, osaka, japan), and a fully covered metal stent (hanarostent biliary full cover benefit, 6 mm 8 cm; m.I. Tech, pyeongtaek, south korea) and plastic stent (5f, 10-cm double-pigtail stent; cook medical llc, bloomington, ind, USA) were placed. However, the metal stent inwardly migrated from the gi wall 24 hours after the initial eushgs, and the CT scan revealed only the plastic stent still present in the fistula that passed through the gi wall. Initially, we removed the pigtail stent and attempted to insert a cannulation catheter and a guidewire directly through the initially punctured site and then place an additional stent. However, the guidewire bounced off the distal end of the dislodged stent, making stent placement difficult using this technique. Therefore, we punctured the metal stent under eus observation with an eus-guided fna needle (fig. 3a; 19-gauge ezshot 3 plus; olympus medical systems, tokyo, japan) and successfully inserted a guidewire into the bile duct through the first metal stent. A second fully covered metal stent (hanarostent, 10 mm 10 cm; m.I. Tech) was placed after the dilation was made with a 7f mechanical catheter dilator (es dilator; zeon medical, tokyo, japan). We deployed the second stent through the mesh between the first inserted stent and successfully bridged the gap between the stent and the gastric wall (ie, the cross-sectional view took on a lambda shape). Therefore, we named this technique the lambda stenting technique. The patient did not experience any adverse events and was able to resume chemotherapy. This complaint was opened to cover 1 patient experience of off label use - placement of the pancreatic stent. Patient outcome: no information.